Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that the reported issue was resolved.  The biomedical engineer advised that the therapy connector was not properly seated internally.  Once the therapy connector was re-seated, proper device operation was observed and the unit was placed back into service for use.  The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance.  The biomedical engineer advised that after checking all of the internal cables and connections that the reported issue persisted and further investigation was necessary. After multiple attempts, physio-control has been unable to contact the customer regarding resolution of the reported issue.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that he had recently replaced their device's display and now it was not recognizing that either the therapy cable assembly or hard paddles assembly was connected.  As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.